Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on the day of the event the patient experienced weakness, trembling, blurry vision, and extreme fatigue. He stated that he had not been eating or hydrating adequately and was under considerable stress. The cgm reading was 200 mg/dl, but no blood glucose reading was taken at that moment. The patient called the emergencies and when the paramedics took a fingerstick, the blood glucose reading was 700 mg/dl. No cgm reading was reported from that moment. The patient was brought to the hospital where they were diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids for 3 days. The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. Following discharge, the patient noted that their blood sugars were still fluctuating. He reported difficulty with their memory, as well as residual feelings of weakness and fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.